Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with heavy tortuosity, heavy calcification and 99% stenosis. Pre-dilatation was attempted with the trek 2.5 x 15 mm balloon, but it ruptured during the first inflation at 6 atmospheres (atm) for 10 seconds. A second trek 2.5 x 15 mm balloon was used to pre-dilate, but it also ruptured on the first inflation of 8 atm for 20 seconds. Rotablator was performed and a nc mercury 2.5 x 15 mm balloon was used to pre-dilate and then a non-abbott stent was deployed to complete the procedure. There was no resistance during advancement or retraction in the lesion for either trek balloon. It was reported that both balloons were prepared inside of the patient's anatomy. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: heartrail 6f jl4. Device (B)(4): incorrect prep. The customer reported the device was discarded. A follow-up will be submitted with all relevant information. The additional rx trek is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Because it was reported that the balloon was prepped inside the patient anatomy, it should be noted that the rx trek instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Otherwise, complications may occur.